Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck on the guide wire.the 99% chronic total occlusive lesion was located in the non-calcified and moderately tortuous mid right coronary artery. The 2.00mm x 8.00mm nc quantum apex mr balloon was inflated to 20atms and used to dilate the lesion twice before it became stuck on an unknown guide wire. No patient complications were reported and the patient status was good.

Event description:
It was further reported that access was obtained through the radial artery. The target lesion was de novo. The devices were removed from the patient as a unit. The procedure was aborted because of the limits of the procedure time and the amount of the contrast media were over. The procedure was not rescheduled.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: the nc quantum apex balloon catheter was received with an unidentified guide wire 'stuck' in the lumen of the catheter. There was dried contrast was in the wire lumen of the catheter. The tip of the balloon catheter was flared. Magnified inspection revealed the shaft was damaged 13 cm distally from the guide wire exit notch. The inner shaft was buckled within the marker bands, near the distal end of the distal marker band and 3 cm from the proximal balloon weld. There was a kink in the guide wire. The catheter was placed in a warm circulating bath for 24 hours in an attempt to loosen the dried contrast and separate the devices. This was successful. The guide wire was able to be removed from the nc quantum apex device. Functional testing could not be performed due to the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).